Event description:
Tip of sonicision broke while dissecting. Tip retrieved from the patient's body and handed the product and broken tip to supply coordinator. Sonicision ref# scda39 lot# 10540181x. Similar reports noted in maude.